Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient had a new wire inserted in december because one of the old wires was giving them a lot of pain. The patient reported it was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.